Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation. Service could not duplicate the reported condition; the device passed all tests per procedure. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred; however, it was known to have occurred in the general patient ward. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.